Manufacturer narrative:
Product event summary: data files were returned and analyzed. Patient files showed at least five applications were performed with the balloon catheter afapro28 with lot 28150 without any issue. The clinical issue (phrenic nerve palsy) occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. In conclusion, the physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's diaphragm twitching response was weakened indicating phrenic nerve palsy (pnp). A double stop technique was performed. No recovery was noted after the double stop technique. Afterwards, the left superior pulmonary vein (lspv) and the left inferior pulmonary vein (lipv) were ablated. The twitching response was checked again with no improvement. As a result, the right inferior pulmonary vein (ripv) was not ablated. The case was completed with cryo. No further patient complications have been reported as a result of this event.